Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second proglide device was used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
While trying to set up the endoplege sinus catheter kit at the beginning of the case, we were unable to engage the sheath to the catheter to tighten or connect it. The threaded end acted like it was going on but would not tighten and the catheter was free to move back and forth. We had to open up another kit to use.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the anterior cuff and link were engaged to the anterior needle tip. The posterior cuff, needle tip and monofilament were not returned with the device. Based on the investigation findings, the link was pulled from the posterior cuff. The link connects the anterior needle to the suture and if the link detaches from the cuff, the suture will not be present during plunger withdrawal and may appeared like a cuff missed. The link detachment is likely the result of resistance or drag encountered during the procedure. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.